Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a stent placement procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, when the stent was attempted to be released in the mid to lower common bile duct heavy resistance was met. The procedure was continued and the stent was successfully deployed, however the radiopaque (ro) marker on the delivery system detached. No attempt was made to retrieve the ro marker. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. It was also reported if the patient developed jaundice, the stent would be replaced with a metal stent. It was later reported that the patient developed jaundice, and as a result the complaint stent was replaced with a metal stent. The complainant confirmed the jaundice was unrelated to the rx biliary stent and there were no issues with the stent after it was originally placed on (B)(6), 2011. The patient condition was reported to be okay after the stent was removed. The complaint stent was returned for evaluation. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) guide catheter broken. The returned complaint device consisted of the stent loaded on the detached guide catheter assembly. The push catheter with the suture and radiopaque (ro) marker were not returned, therefore the complaint that the ro marker detached could not be confirmed. Visual evaluation of the device was performed. Residue was noted on the guide catheter. No damage was noted to the stent assembly. The guide catheter was found detached from the pullwire. The proximal end of guide catheter that attaches to the pull wire assembly was found free of splits and tears. Multiple kinks and stretching were noted in the guide catheter, however the working length was found to be intact. The overall length of the guide catheter measured approximately 24.9 cm which does not meet the guide catheter cut length specification of 24.0cm +/- 1mm; this is due to the guide catheter being stretched. The inner ro marker, inside the distal end of guide catheter assembly, was found to be intact and free of damage. It is like that excess force was applied to the device when attempting to deploy the stent, causing inadvertent detachment of the guide catheter. The noted damage is most likely due to anatomical or procedural factors encountered during the procedure (such as patient tortuous anatomy). Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.